Event description:
The customer reported grainy image on screen causing delay in patient list sharing during inspection for use involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.